Event description:
It was reported that the user experienced a low glucose event with a cgm reading of 64 mg/dl and questioned why the ilet pump continued delivering insulin above the user¿s set cgm target, perceiving the algorithm as too aggressive and requesting guidance on a factory reset; the user was informed that the system uses micro basal dosing to maintain range and treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.